Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurriness/all distance, residual astigmatism, foreign body sensation, posterior capsular opacification, descemet's membrane fold/ microcystic edema and abnormal tear break up time. As per reporter targeting from company optical biometry and recommendation from company intraoperative aberrometry showed a difference of +1.50d. The iol was exchanged for non-company lens model 2 months 16 days following the initial implant procedure. Additional information has been requested.